Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with hyperglycemia up to 330 mg/dl and hypoglycemia down to 60 mg/dl over an extended period while using the ilet, associated with meal announcement timing errors, announcing a large meal without eating, and unannounced intake after treating lows. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, diabetic ketoacidosis, or need for medical intervention. Outcomes included transient excursions outside target range without hospitalization or emergency care. Investigation included review of device data trends, therapy history, and user-reported actions, along with education on appropriate meal announcement timing and avoidance of announcing meals when not eating. Investigation of this case revealed device function and infusion setup were appropriate, with blood glucose variability attributable to user actions including overtreatment of hypoglycemia and inaccurate meal announcements rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors and use error.